Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator had an inoperable compressor. At this time, it is unknown if there was patient transfer or patient harm. The service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the muffler filter. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A compressor muffler (intake filter) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and the filter had speckled with darker color dirt/dust particles. An investigation was performed and the identified root cause of the re ported issue was isolated to the vendor process. If information is provided in the future, a supplemental report will be issued.